Event description:
A patient service representative (psr) contacted zoll customer support while fitting a (B)(6) male patient and reported that the patient could not be baselined. The patient was issued a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) is underway. The reported problem (cannot baseline) is being investigated. As received, the belt failed incoming functional testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective belt. The patient received a replacement belt.